Event description:
Unable to remove the device tractionally. The device was removed endoscopically after all. When looked at the balloon after the removal, its distal end did not look normal. The indwelling period was 45 days.

Manufacturer narrative:
The complainant was unable to remove the device tractionally. The device had been in place for 45 days prior to the complaint incident. This complaint is inconclusive. The complaint incident could not be recreated in the lab setting. During functional testing the internal balloon inflated and deflated with no difficulty. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by complainant.